Event description:
Futura safety scalpel was closed after use. When it closed the inner portion shot out the back of the outer portion, flew across the room and hit the wall. Obvious the device is defective. The scalpel was part of a pre-packaged sterile incision and drainage tray deluxe from lsl industries.